Manufacturer narrative:
Claim# (B)(4) was found to be a duplicate of claim# (B)(4). MDR (B)(4) should be claim# (B)(4). H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications claim # (B)(4).

Manufacturer narrative:
H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H11: manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3 - device evaluation is not required. Claim #: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault, significant reduction of iridocorneal angles, ac shallowing, refractive surprise. The doctor considered lasik but that was not the right option due to the adverse events. The lens exchanged for a shorter length lens and different power and the problem resolved. The cause of event was reported as patient related factor.